Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the final step of securing the mesh to the abdominal wall during a laparoscopic ventral hernia, the surgeon had to depress the trigger twice every time they want to fire the device. The tacks were getting caught up in the gun and was tearing the mesh. There were difficulties with loading the reload onto the hand pushing the ¿push to reload¿ button. The surgeon managed to get a few good fires and the made it work to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disrupted. One partially applied 8dpt device loading unit(dlu) with disrupted timing was received. One 5dpt dlu with a full complement of tacks, proper timing, and the shipping wedge attached was received. Microscopic inspection noted scratches on the inner tube of both of the dlu. A functional evaluation found that the articulation knob functioned properly. The handle of the device could be actuated and cycled properly with no dlu attached. The returned 5dt dlu with proper timing could not be loaded onto the returned device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.